Event description:
The user facility reported that a 65-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. Following implant, it was noted that the pump experienced saturated flows and the mc was flat. The pump was replaced as a precaution. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported saturated flow was completed. The device was not returned for evaluation. The root cause of the saturated flow was unable to be determined since product was not returned. This report is being filed as part of a retrospective review of historical records.